Event description:
The device performs a restart during ventilation. The incident was noticed on (B)(6) 2021 at 07:06 h by the nurse responsible for the patient, because she was standing next to the patient. No patient consequences were reported.

Manufacturer narrative:
The logbook was available for the investigation. It was possible to verify that the safety software of the evita v600 triggered a warm start of the ventilator as a specified reaction to a detected time-out event in the software task processing during the reported period. Basically, the safety software analyzes and verifies correct device operation. If the safety software detects a deviation of the ventilator unit from the correct device function, it requests a warm start of the ventilator unit and simultaneously of the control unit as a specified response. During a warm start, ventilation is temporarily interrupted, and the acoustic auxiliary alarm of the ventilation unit sounds. Meanwhile, the safety valve is open against the environment to allow the patient to breathe spontaneously. After the warm start has been successfully completed, the ventilation unit automatically continues ventilation in unchanged settings in approximately 8 seconds at the latest. The warm start of the control unit is completed in approximately one minute at the latest. The alarm message "ventilation unit restarted" is then displayed on the control unit with an audible alarm sequence. The evita v600 responded to the event as specified and performed a warm start to reinitialize the system. The user was alerted to the event via visual and audible alarms. No patient consequences occurred. This deviation occurred unexpectedly and was not reproducible. A hardware fault was assessed as unlikely in this context based on the logbook. Before the affected device is put back into operation on the patient, the correct device function must be ensured by means of testing according to the manufacturer's specifications. Dräger became aware about other complaints with respect to the same error pattern. A deeper analysis of the error pattern was initiated . A corrective action is planned.

Manufacturer narrative:
The logbook was available for the investigation. It was possible to verify that the safety software of the evita v800 triggered a warm start of the ventilator as a specified reaction to a detected time-out event in the software task processing during the reported period. Basically, the safety software analyzes and verifies correct device operation. If the safety software detects a deviation of the ventilator unit from the correct device function, it requests a warm start of the ventilator unit and simultaneously of the control unit as a specified response. During a warm start, ventilation is temporarily interrupted, and the acoustic auxiliary alarm of the ventilation unit sounds. Meanwhile, the safety valve is open against the environment to allow the patient to breathe spontaneously. After the warm start has been successfully completed, the ventilation unit automatically continues ventilation in unchanged settings after 8 seconds at the latest. The warm start of the control unit is completed after one minute at the latest. The alarm message "ventilation unit restarted" is then displayed on the control unit with an audible alarm sequence. The evita v800 responded to the event as specified and performed a warm start to reinitialize the system. The user was alerted to the event via visual and audible alarms. No patient consequences occurred. This deviation occurred unexpectedly and was not reproducible. A hardware fault was assessed as unlikely in this context based on the logbook. Before the affected device is put back into operation on the patient, the correct device function must be ensured by means of testing according to the manufacturer's specifications. Comparable events have become known from the field in which evita v800 from the same device family performed a warm start due to a time-out in the data processing of the microprocessor system. As a result, more in-depth investigation measures were initiated as part of a corrective and preventive action (CAPA (B)(4) to implement improvements to the device software. An initial risk assessment indicated a need for action. The improved device software will be installed in accordance with a competent circle resolution as part of an fsca and the affected customers will be informed.

Event description:
The device performs a restart during ventilation. The incident was noticed on (B)(6) 2021 at 07:06 h by the nurse responsible for the patient, because she was standing next to the patient.